Event description:
The event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The reporter stated that there were black spots on the spike and the drip chamber with the packaging sealed. There was no patient involvement and no patient harm. This report represents the fifth of five events reported.

Manufacturer narrative:
The device was returned for evaluation. However; testing has not yet been completed.

Manufacturer narrative:
The following was received for investigation: one new list #140019291, primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm; lot #5849389. A series of photos was returned by the customer. Black spots were observed on the drip chamber and spike. The returned new sample was visually inspected. No visual damages or anomalies were noted on this return. The reported issue was not confirmed based on the investigation of the return sample. Regarding the review of the series of photographs from the customer, the most probable cause is burnt material embedded in the wall of the drip chamber during the molding process during manufacturing. The embedded material is not in the fluid path, and does not affect the functionality of the device. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.